Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to confirm unexpected battery power loss and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip cracked case near display window corners and severely scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump could not be switched on. The insulin pump will be returned for analysis.